Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a brief sensor issue followed by a low glucose event after reconnecting bluetooth, with a reported blood glucose of 58 mg/dl and device low alerts occurring; troubleshooting and education were completed. Symptoms included hypoglycemia without loss of consciousness or other acute effects. Outcomes included self-management with oral glucose and no medical intervention or assistance required. Investigation included complaint intake and user-reported troubleshooting. Investigation of this case revealed a low glucose event with unclear cause, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.